Manufacturer narrative:
As received, partial lead was returned in one piece for analysis. A full breach degradation of the outer insulation was note at 4.9cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.